Event description:
Device 1 of 3, reference MFR. Report:1627487-2017-03184. Reference MFR. Report:1627487-2017-03185. Follow-up identified the patient's issue with bending persisted. As such, surgical intervention was undertaken on (B)(6) 2017 during which the patient's extension was buried deeper. All devices remain implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report:1627487-2017-03184, reference MFR. Report:1627487-2017-03185. Per the manufacturer's device database, the patient has two pairs of extensions implanted. Each pair belongs to the same lot number. It was reported the patient experienced difficulty bending over since having the ipg relocation surgery (reference MFR. Report: 1627487-2017-01920). In turn, surgical intervention was undertaken on (B)(6) 2017 during which it was noted one of the extensions had pulled out of the ipg. Two of the patient's extensions were thereafter explanted and replaced. In addition, the ipg was placed deeper in the pocket.

Event description:
Device 1 of 3. Reference MFR. Report:1627487-2017-03184; reference MFR. Report:1627487-2017-03185. Follow-up identified the patient's ipg site discomfort has resolved. In addition, stimulation was restored following the procedure.